Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
A false negative hcg result was generated for one female patient. The sample was repeated twice. Initial hcg result 12.53 iu/l(accompanied by a data flag), repeat on 5/12/10 gave >10000 iu/l (accompanied by a data flag) and diluted 1:100 gave 26264 iu/l. The initial low hcg result was reported. The patient was not treated based on the erroneous result. Hcg reagent lot was 156568. Investigation is on-going.

Manufacturer narrative:
A root cause for the event could not be identified. Possible causes include a bubble in the system, the sample tube not being placed vertically in the sampling rack, and misadjustment of the liquid level detection.